Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific value was not provided. Customer delivered a correction bolus via the pump to address the bg. The customer declined assistance from tandem technical support regarding the issues. No additional patient or event information was available.